Event description:
It was reported that the pt complained that they had verying levels of volume from 2004. Sometimes the sound level was normal and then very quiet. The pt attended the clinic in 2003 and all the external equipment was exchanged but without success. Testing confirmed that the implant had malfunctioned.